Event description:
It was reported that the right ventricular (rv) lead displayed rising thresholds. The lead was capped and replaced during a cardiac valve surgery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4968-25 lead implanted 2010 (B)(6). (B)(4).